Manufacturer narrative:
This event occurred with a similar device in a foreign market. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported raised, puffy, bruise-like circular marks under both eyes, located at the top of the cheekbone where the mask sits. They saw a medical professional that stated the area may heal over time but recovery may be prolonged.